Event description:
It was reported that during the photoselective vaporization of the prostate for the treatment of benign prostatic hyperplasia, it was observed that after 12 minutes and 35 seconds of use and delivery of 123,370 joules, the metallic tip of the fiber became loose. The procedure was completed using another fiber of the same lot number without any patient complications.